Event description:
Reporter stated that customer received the following results on the mobile system within 1-2 minutes: 5.7 mmol/l and 1.8 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded and will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Note: upon investigation of meter's memory, the reported results were not found. Device will not be returned.